Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-05815, 1627487-2013-05816, and 1627487-2013-05817. The pt had three anchors from the same lot. It was reported the pt experienced an infection. It was also reported the pt thought his heart was going to explode. As a result, the pt went to the hosp and his scs sys was explanted. It is unk if an sjm rep was in attendance or aware of the event at the time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.